Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer believes that their insulin pump is broken. The customer mentioned that they felt their device vibrate three times but the screen did not display an alarm. The customer stated that they had a headache and does not want to troubleshoot the issue. The customer returned the product for analysis.